Event description:
It was reported that a power source alert occurred in the pump history, identified as alert 07. This issue happened prior to contact with technical support and had already resolved by the time of the call. There was no adverse impact on the customer's blood glucose level. Technical support confirmed the customer's address, provided instructions for storage mode, and advised on steps after receiving a replacement pump. The customer was sent a replacement pump and was instructed to return the problematic pump using a prepaid label within ten days.